Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. A patient experienced pain at the site was reported to abbott. It was determined that following a recent weight loss the patient's cervical ipg was protruding from the pocket. As a result, the cervical ipg was explanted and replaced to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Information requested, but not yet received.

Event description:
It was reported that following a recent weight loss the patient's cervical ipg was protruding from the pocket. It was also reported that the patient experienced discomfort at the cervical ipg site. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the cervical ipg was explanted and replaced to address the issue.